Event description:
Related manufacturer report number: 1627487-2022-00959, 1627487-2022-00960. It was reported that the patient's system was autoreducing. As a result, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 1627487-2022-00959, 1627487-2022-00960. It was reported that the patient's system was autoreducing. As a result, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
Upon review, the issue should not have been submitted as a medical device report (MDR) as the surgical intervention was not performed on this device.